Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment, during fd deployment and when we decide to re-sheathed again, it "broke" it inside the microcatheter. Used another fd device and procedure was completed.

Manufacturer narrative:
Only pipeline flex pushwire was returned for evaluation without pipeline flex braid and catheter. Per new information pipeline braid fully release inside the catheter. Based on the additional information and device returned evaluation, there was no separation found with the returned pushwire. The pushwire appeared to be intact; therefore, this would not meet the criteria for a reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Based on the calcification on event description, it was reported that pipeline braid fully release inside the catheter and the pushwire not fractured. The pushwire intact in the catheter when removed from the patient.